Manufacturer narrative:
Patient information was unavailable from the site. The patient tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Medtronic received information that, while in a procedure, the patient tracker stopped communicating with the navigation system. It was reported that a second tracker was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The procedure type was functional endoscopic sinus surgery (fess) and there was no surgical delay. If information is provided in the future, a supplemental report will be issued.